Event description:
The customer reported that the ortho provue analyzer probe was dripping, and the diluation cup was overflowing.

Manufacturer narrative:
The customer reported that the ortho provue analyzer probe was dripping and the dilution cup was overflowing. Samples were tested in manual gel method. The customer did not notice any carryover or cross contamination. The customer reported that the instrument did not post any error messages. The log files submitted by the customer did not contain the information required for investigation. Therefore, lack of error messages could not be confirmed. An ocd field engineer (fe) arrived on site. Service has returned the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur undetected, a potential misclassification of patient / donor type and the possible transfusion of incompatible blood may occur. Based on the available information, instrument malfunction could not be ruled out as a possible contributing factor.